Manufacturer narrative:
Siemens has reviewed the data files provided by the customer. On the morning of (B)(6) 2017 a d-39 error was observed indicating a clot had affected a sample run at 07:24. It appears that debris from this clot may have interfered with the po2 sensor and caused the depression in the sensor signal observed at the time of the event (15:45). Data files for the time of the event (15:45) were not available so this cannot be confirmed.

Manufacturer narrative:
A siemens field engineer was dispatched to the site and the rapidpoint 500 instrument was checked. The field engineer cleaned the air filter, but the po2 issue was not resolved. The cartridge was replaced one week later (due to expiry) and results from the new cartridge are being compared against the non-siemens instrument to insure results align with both instruments.

Event description:
The customer reported discrepant po2 values between the siemens rapidpoint 500 instrument and another non-siemens instrument. The patient was a newborn and was intubated (fio2=100%) with sa=100% and being monitored. His skin color was pink. The abg results on the rapidpoint 500 were not consistent with the patient's physical condition and monitoring saturation. The same abg sample was run on a non-siemens instrument and it showed a higher pao2 (>10-20) which was more consistent with the patients clinical status. The physician ordered lowering the o2 on the patient.